Event description:
A customer reported that the freestyle libre sensor detached prematurely after 2 days of wear. The customer was therefore unable to monitor glucose via sensor scan and experienced seizure and loss of consciousness. The customer was treated with glucagon injection by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.